Event description:
It was reported that the patient with this device is feeling very hot. There were no additional adverse patient effects reported. All available information indicates that as of this time, the device remains in service.